Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm which was not reproduced during evaluation. The downstream current reading for a fluid filled set was found high and out of specification. Elevated signal levels make the device more sensitive to pressure and can cause false downstream occlusion alarms. The downstream pressure plate gap was also found out of specification. The device was calibrated to ensure proper occlusion detection.